Manufacturer narrative:
Date of event is estimated, unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported the patient's ipg was explanted for an unknown reason.

Manufacturer narrative:
The event of an ipg explanted was reported to abbott. The device had been explanted (B)(6)2020 to facilitate having an MRI. The patient only had leads remaining implanted from that system. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.